Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was observed the r-wave measurements on this right ventricular (rv) lead had decreased, down to 2-3mv. Undersensing was noted. The cause of the decreased measurements and undersensing could not be determined; the lead did not appear to be dislodged. The lead was repositioned successfully. No additional adverse patient effects were reported.